Event description:
While attempting to open the package, the end of the tubing hit the outside of the packaging. The staff suggested that the product be packaged with the ends at the bottom of the bag.